Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked due to a crack in the tubing. This was noticed during use of the device for peritoneal dialysis therapy. The transfer set had been in use for one hundred thirty one days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye was performed and due to the clarity of the photo, there was difficulty observing a cracked / damaged silicone tubing. There appears to be fluid on an area of the tubing, however here is not enough information to neither confirm or refute the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.